Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for investigation a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of particulates within the cassette area. Valve actuation test passed. System air leak test passed. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. Mushroom head check passed.an internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined.the device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A registered nurse (rn) reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) expired on (B)(6) 2024. No additional information provided during intake.follow-up information from the patient¿s pd registered nurse (pdrn) revealed the patient recently entered rehabilitation due to weakness (specifics not provided (and had not been communicating with the home therapy staff for approximately 2 weeks. The patient¿s treatment records were reviewed by the clinic staff, and it was discovered the patient had not performed ccpd for a week. Several wellness checks were performed by the nursing staff and the police; however, no one answered the door. The pdrn stated it was unknown if the patient was undergoing ccpd therapy when he passed, however the patient had not reported any fresenius device(s) and/or product(s) deficiencies or malfunctions. Per the patient¿s nephrologist the cause of death was a cardiac arrest. The patient¿s liberty select cycler is currently being returned to the manufacturer.

Manufacturer narrative:
Clinical review: it is unknown if a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, and the patient¿s serious adverse events of cardiac arrest and subsequent death. The definitive etiology of the patient¿s cardiac arrest and death are unknown; therefore, causality cannot firmly be established. However, it should be noted that a lack of clinical follow-up information precluded a more comprehensive investigation. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Cardiovascular disease (or sudden cardiac death) accounts for the most deaths among the esrd population. Additionally, adults with esrd have mortality rates up to 30-fold higher than the general population. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) expired on (B)(6) 2024. No additional information provided during intake.follow-up information from the patient¿s pd registered nurse (pdrn) revealed the patient recently entered rehabilitation due to weakness (specifics not provided (and had not been communicating with the home therapy staff for approximately 2 weeks. The patient¿s treatment records were reviewed by the clinic staff, and it was discovered the patient had not performed ccpd for a week. Several wellness checks were performed by the nursing staff and the police; however, no one answered the door. The pdrn stated it was unknown if the patient was undergoing ccpd therapy when he passed, however the patient had not reported any fresenius device(s) and/or product(s) deficiencies or malfunctions. Per the patient¿s nephrologist the cause of death was a cardiac arrest. The patient¿s liberty select cycler is currently being returned to the manufacturer.

Event description:
A registered nurse (rn) reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) expired on (B)(6) 2024. No additional information provided during intake. Follow-up information from the patient¿s pd registered nurse (pdrn) revealed the patient recently entered rehabilitation due to weakness (specifics not provided (and had not been communicating with the home therapy staff for approximately 2 weeks. The patient¿s treatment records were reviewed by the clinic staff, and it was discovered the patient had not performed ccpd for a week. Several wellness checks were performed by the nursing staff and the police; however, no one answered the door. The pdrn stated it was unknown if the patient was undergoing ccpd therapy when he passed, however the patient had not reported any fresenius device(s) and/or product(s) deficiencies or malfunctions. Per the patient¿s nephrologist the cause of death was a cardiac arrest. The patient¿s liberty select cycler is currently being returned to the manufacturer.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. Updated data: b2. Outcome attributed removed b5. Second paragraph added h6. Coding updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A registered nurse (rn) reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) expired on 9/may/2024. No additional information provided during intake.follow-up information from the patient¿s pd registered nurse (pdrn) revealed the patient recently entered rehabilitation due to weakness (specifics not provided (and had not been communicating with the home therapy staff for approximately 2 weeks. The patient¿s treatment records were reviewed by the clinic staff, and it was discovered the patient had not performed ccpd for a week. Several wellness checks were performed by the nursing staff and the police; however, no one answered the door. The pdrn stated it was unknown if the patient was undergoing ccpd therapy when he passed, however the patient had not reported any fresenius device(s) and/or product(s) deficiencies or malfunctions. Per the patient¿s nephrologist the cause of death was a cardiac arrest. The patient¿s liberty select cycler is currently being returned to the manufacturer.